Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a bent cannula. During the call, the customer mentioned being hospitalized due to high blood glucose. The caller did not have many details except that he has just has done an infusion set change, and it did not go well, but he did not change the infusion set. No further information was provided.